Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their blood pressure was high and was concerned their implantable pulse generator (ipg) may not be working. The device remains in use. No further patient complications have been reported as a result of this event.